Event description:
The hcp noticed more residual volume than expected starting about 1 year ago. The expected volume would be 2-3 mls and 6-7 mls would be actually removed. There was no patient injury. The patient recovered without sequela after the pump was replaced.

Manufacturer narrative:
The pump was returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.